Event description:
Explanting physician reported right side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.